Event description:
On (B)(6) 2012, a spontaneous report was received from a nurse practitioner (np) regarding a (B)(6) year-old female who received an injection of restylane-l (cross-linked hyaluronic acid dermal filler with 0.3 percent lidocaine). Medical history included alopecia and unspecified aesthetic procedures on unknown dates [reported as "for many years since restylane ( cross-linked hyaluronic acid dermal filler) came out"] and did not have a reaction like this before. The patient's skin type was fitzpatrick I. Concomitant medications included prednisone at 10 mg daily (reported as "changing dosequite often") from an unknown date to an unspecified date in (B)(6) 2012 [reported as "continued after injection then got off them only recently (2 weeks ago guessing)"] for alopecia and synthroid (levothyroxine sodium). The patient received a 2 ml injection of restylane-l on (B)(6) 2011 to the nasolabial folds(nlf) and marionette outlines (reported as "used 2 ml total over 12 injection sites"). The patient did not receive any pre-procedure medications and no additional procedures were performed at the time of implantation. On (B)(6) 2012, after the implantation, the patient's face became red and swollen in all areas injected; even the patient's breathing was affected. On the morning of (B)(6) 2012, the patient went to the emergency room. As of (B)(6) 2012, the patient was being evaluated at the emergency room, and only the lower face where it was injected was red, hard, and swollen. Additional information has been requested. The np's opinion of causality was that the events were related to the treatment as "the patient was only swollen in areas where injected; eyes fine, upper face fine, only lower face where injected was red and hard". The np assessed the severity of the events as severe. The lot number and expiration date for restylane-l were reported as unknown.